Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports that sometimes the speaker breaks down and this is also reported on screen. No patient or user harm was reported.